Event description:
It was reported that the left ventricular (lv) lead threshold was elevated. The output was increased and a lead revision is planned in the future. The lv lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d314trg implantable cardioverter defibrillator (B)(6) 2012; 556853 implantable pacing lead (B)(6) 2006. (B)(4).